Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00102 to provide additional information based on the evaluation of the device. The subject device was returned to omsc for evaluation. As a result of evaluation of omsc on april 23, 2012, omsc confirmed that the blister pack was cracked. The length of crack was about 150 mm. The crack developed from a scratch about 2mm length as the starting point. The manufacturing history was reviewed, with no irregularities noted. Omsc try to replicate the event and omsc found that a blister pack was cracked when a blister pack received an impact. As a result of the device investigation, there was a possibility that the blister pack received an impact during storage, and consequently the blister pack was cracked. The instruction manual of the subject device already states. Warnings: do not subject this instrument to strong impacts during transportation and storage. Doing so may damage the instrument.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.

Event description:
When a nurse preparing the subject device before a procedure, the nurse noticed that the package was cracked. The nurse replaced the subject device with a different unit of same model. The procedure was completed as scheduled. No more info has been obtained.

Manufacturer narrative:
Since the subject device was not returned to olympus, olympus could not evaluate the device. Therefore, the exact cause of the event could not be conclusively determined. This device is subject to total insp to ensure that the package is not cracked before shipment by olympus. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.